Manufacturer narrative:
The insulin pump was received with no escape and act buttons response due to flattened buttons dome switches. The connector on the lcd board was inspected and no anomaly was noted. No unexpected audio or beep anomaly noted. Unable to verify for prime fill anomaly and perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no escape and act buttons response. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were having difficulty priming. The customer reported that they had to press buttons to get the insulin pump to prime. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.